Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 4mm amplatzer piccolo occluder was chosen for implant in a 2.9 kg patient. During procedure, the device was implanted. The device embolized less than one minute after the device was released from the delivery cable. The sizing of the device was determined by pulmonary arterial angiogram and trans-thoracic echocardiogram. The device was completely dislodged from the implant site. The implanter believes that the device was not rigid enough to maintain position. The device was snared, retrieved and removed from the patient and a 5-4mm amplatzer duct occluder was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.